Event description:
Related manufacturer reference number: 2017865-2023-00733. It was reported that the implantable cardioverter defibrillator exhibited far r oversensing and the right ventricular lead exhibited sensing noise. Further information was requested however, was not provided. There were no patient consequences.